Event description:
Distributor reported on behalf of home care user that insertion of the listed device was unsuccessful. The reporter stated that the pt's parents were attempting to insert the tube during a regularly scheduled tube change, but insertion was unsuccessful with blood noted at the pt's stoma. A slightly smaller diameter tube (see report ending in 2014-00620) was only partially inserted, but was also unsuccessful. The pt was then transported to hospital with the smaller tube partially inserted in order to keep the pt's airway patent. Reportedly, the pt's doctor stated the pt's parents may have had difficulty intubating the pt because there may have been a granuloma in the pt's airway. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Add'l MFR narrative: cus has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.